Manufacturer narrative:
The pump and driveline extension cable were returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of "the surgeon was unable to disconnect the driveline extension cable from the pump driveline during implant" could not be confirmed or replicated. Visual examination of the driveline connector and driveline extension cable connector did not identify any evidence of contamination, damage or other anomalies that may have compromised functionality of the devices. Functional testing revealed that the locking mechanism between driveline cable and extension driveline cable worked as intended, both components were successfully connected and disconnected. Based on the information available, there is no evidence to indicate that a device malfunction occurred, the driveline extension cable and the driveline worked as intended. It is possible that the surgeon's technique could have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-00822, and 00823) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) system outlines proper usage of the driveline extension cable. The driveline extension cable should be used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. This is report one of two reports (3007042319-2016-00822, and 00823) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the surgeon was unable to disconnect the driveline extension cable from the pump driveline during implant. The surgeon tried for 15 minutes before abandoning. Heartware representative was coaching but was unsuccessful in helping this tight connection release. Pump and driveline extension cable were replaced with a new pump and a new driveline extension cable. It was not known how the damage occurred. It was noted as a possibility that the surgeon could have twisted the connection but not 100% sure. The patient tolerated the implant without any adverse events and is recovering fine. The surgeon had implanted approximately 11 hvad's previously prior to this particular patient. No impact on the patient was reported other than delay in procedure. Investigation is ongoing.